Manufacturer narrative:
(B)(4). Date sent: 10/16/2024. D4: batch #911c35. Investigation summary: this is an analysis of a set of photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a test media with b-formed staples and the legs of the staples, protruding from the test media. The second photo shows a comparison of a cdh**a product code staple vs cdh**b staples, and it can be seen that the cdha staple was fired in the high-b and the cdhb staples can be seen that they were fired in the low-b firing range. Third photo shows two staples in b-formed with no apparent damage. Four and five photos shows two test media with b-formed staples in the low-b and high-b fired staples with no apparent damage. Please reference the instruction for use for more information: as the final adjusting revolution is approached, the orange staple height indicator moves into the green range of the tissue compression scale. (Illustration 8). (A: green range) (b: orange staple height indicator) adjust the device slowly until appropriate tissue resistance is felt for a secure anastomosis. Rapid compression may not allow sufficient time for fluid egress from the tissue and generate resistance before the appropriate compression is achieved. Wait 15 seconds to allow for adequate tissue compression, and adjust if needed to maintain appropriate tissue resistance. Provided the orange staple height indicator falls fully within the green range of the tissue compression scale before firing, the device will form staples at the height indicated for the selected tissue compression. Refer to product code table for adjustable closed staple height range. Based on the photos reviewed, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As part of the ethicon endo-surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number 911c35, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/2/2024.

Manufacturer narrative:
(B)(4). Date sent 7/8/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a demonstration of the device to j&j employees, the device did not close the brackets correctly when flashing. According to the instructions, the device¿s paper clips should close into the english letter b, the legs of the staples should be folded inside the staple. On the designated device, the brackets did not close into the letter b, but diverged in different directions. The stitching is done on 1 mm thick paralon. The devices were new, out of packaging, opened during flashing.